Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed one call service 064 alarm had occurred on (B)(6) 2015. The pump successfully performed ezprime steps and 24 hour testing with no alarms occurring. The allegation of a call service 064 alarm issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and there was moisture/corrosion in the battery compartment. Leak testing revealed a leak at the battery compartment damage. The pump casing was removed, and there was moisture corrosion found on multiple internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.